Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Estimated date of occurrence. Concomitant medical devices: guide wire: sion. Guide catheter: 6fr profit spb4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance appears to be related to the patient anatomical conditions and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation that occurred after pre-dilation with a non-abbott balloon catheter. A 4.0x16 mm graftmaster rx stent delivery system (sds) was advanced toward the perforation and could not cross due to the patient anatomy. The device was removed and replaced with a 2.8x16 mm graftmaster which successfully treated the perforation. There were no other device issues. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.